Manufacturer narrative:
Follow up 24-jun-2015: follow up information received from the physician. Patient's weight was added, (B)(6) lbs. No previous gynecological interventions as cervical conization, curettage, myomectomy or adnexal surgery were performed. No previous ius/iud use. She had a previous c-section. She was obese and has history of lap band surgery. Essure was not inserted at post-partum state. Cervical dilatation, sounding and local anesthesia were done. No general anesthesia was performed. The insertion and visualization of the tubal ostium were difficult. There was no fluid loss more than 1500cc and the placement procedure took more than 20 minutes. Hysterosalpingogram was planned but has not been performed yet. The patient was using progesterone pills as backup contraception. No perforation nor hospitalization occurred. Patient has been continuing with essure devices and there is no plan for removing them. No additional information was provided. Company causality comment: this spontaneous and medically confirmed case report refers to a female patient who was having essure (fallopian tube occlusion insert) inserted and during the procedure after the second attempt, it was not deploying as it should; when physician tried to withdraw the entire delivery system distal portion of the coil was still in the patient (interpreted as suspicion of device breakage), micro insert or delivery wire unravelled, so she had to use scissors to cut what was unravelled and finally achieved unilateral placement/ she terminated the procedure. These events are non-serious and listed in the reference safety information for essure, except for the suspicion of device breakage which is unlisted. However, upon receipt of the product technical analysis, the breakage was amended to listed. During difficult insertions, single cases have been reported of essure breakage. In the present case, based on the available information, a device breakage is suspected. However, considering that they occurred in association with a difficult essure placement procedure a causal relationship with the suspect insert cannot be excluded (except for the event had to use scissors to cut what was unravelled which was considered unrelated to essure due to its nature). This case is regarded as other reportable incident due to the suspicion of device breakage that could have led to a serious injury under less fortunate circumstances. The product technical complaint analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report.

Event description:
This is a spontaneous case report received from a medical doctor via sales representative in united states on 23-jan-2015 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) lot number c91766 inserted on (B)(6) 2015 for sterilization. Reporter stated it was a unilateral placement only (did not know which side). Provider attempted to put the first micro insert, after the second attempt, it was not deploying as it should. The provider tried to wiggle the handle, and was able to deploy the coil. She went to attempt on the other side, it was the same issue, it didn't deploy. She tried to wiggle, and it didn't work. When she went to withdraw the entire delivery system, the distal portion of the coil was still in the patient. The micro insert or delivery wire unravelled, not sure which one. She had to use scissors to cut what was unravelled. Then she used hysteroscopic graspers to remove what was left on the patient. She was able to remove it, and tried to insert another. The same thing happened, it didn't deploy. It didn't unravel though. So she terminated the procedure. Essure was ongoing. (B)(4). Final assessment failure mode/mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of micro-insert breaking during the procedure and detachment difficulty are anticipated events. Medical assessment: this ptc was initiated due to a product quality issue reported in the context of a complicated device insertion. The ae case refers to a usability issue. However, no adverse events have been reported. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. Since no adverse events have been reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who was having essure (fallopian tube occlusion insert) inserted and during the procedure after the second attempt, it was not deploying as it should; when physician tried to withdraw the entire delivery system distal portion of the coil was still in the patient (interpreted as suspicion of device breakage), micro insert or delivery wire unravelled, so she had to use scissors to cut what was unravelled and finally achieved unilateral placement/ she terminated the procedure. These events are non-serious and listed in the reference safety information for essure, except for the suspicion of device breakage which is unlisted. However, upon receipt of the product technical analysis, the breakage was amended to listed. During difficult insertions, single cases have been reported of essure breakage. In the present case, based on the available information, a device breakage is suspected. However, considering that they occurred in association with essure placement procedure a causal relationship with the suspect insert cannot be excluded (except for the event had to use scissors to cut what was unravelled which was considered unrelated to essure due to its nature). This case is regarded as other reportable incident due to the suspicion of device breakage that could have led to death or serious health deterioration under less fortunate circumstances. A review of the manufacturing batch record was conducted and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. As no adverse events were reported at this point in time, a causal relationship to a potential quality defect cannot be assessed. The product technical complaint analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information is expected.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Follow up 05-jun-2015: the required number of follow up attempts have been completed, without response to date. No new information was provided. Case closed. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who was having essure (fallopian tube occlusion insert) inserted and during the procedure after the second attempt, it was not deploying as it should; when physician tried to withdraw the entire delivery system distal portion of the coil was still in the patient (interpreted as suspicion of device breakage), micro insert or delivery wire unravelled, so she had to use scissors to cut what was unravelled and finally achieved unilateral placement/ she terminated the procedure. These events are non-serious and listed in the reference safety information for essure, except for the suspicion of device breakage which is unlisted. However, upon receipt of the product technical analysis, the breakage was amended to listed. During difficult insertions, single cases have been reported of essure breakage. In the present case, based on the available information, a device breakage is suspected. However, considering that they occurred in association with essure placement procedure a causal relationship with the suspect insert cannot be excluded (except for the event had to use scissors to cut what was unravelled which was considered unrelated to essure due to its nature). This case is regarded as other reportable incident due to the suspicion of device breakage that could have led to death or serious health deterioration under less fortunate circumstances. A review of the manufacturing batch record was conducted and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. As no adverse events were reported at this point in time, a causal relationship to a potential quality defect cannot be assessed. The product technical complaint analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report.